Event description:
It was reported the customer's reservoir compartment was damaged. It was also found the top left of the customer's screen was damaged. Customer could not recall how the damage had occurred. The customer also reported receiving a motor error alarm during a bolus delivery. Customer stated they were able to rewind the insulin pump and resume therapy. Customer's blood glucose was 3.8 mmol/l. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.